Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis. (B)(4).

Event description:
It was reported that at the one week post implant device check, the right ventricular (rv) lead was noted to be oversensing signals from the atrium. The oversensing led to pacing inhibition but no asystole. It was determined that the rv lead had dislodged and was pulled back into the right atrium. A revision procedure was performed where the rv lead was explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market it was noted that the lead was returned in two segments. The lead was severed at approximately 8 centimeters from the terminal end. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that at the one week post implant device check, the right ventricular (rv) lead was noted to be oversensing signals from the atrium. The oversensing led to pacing inhibition but no asystole. It was determined that the rv lead had dislodged and was pulled back into the right atrium. A revision procedure was performed where the rv lead was explanted and successfully replaced. No additional adverse patient effects were reported.